Manufacturer narrative:
Age or date of birth: age: estimated. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effect of mitral regurgitation (mr) is listed in the mitraclip g4 system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported incomplete coaptation and entrapment of device appeared to be due a combination of challenging patient anatomy (posterior leaflet flail) and procedural conditions. The reported mitral valve insufficiency/ regurgitation (mr) is a cascading event of the slda, as it was noted mr increased after the slda occurred. The reported unexpected medical intervention is the result of case-specific circumstances, as an additional clip was implanted for stabilization of the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the single leaflet device attachment (slda). It was reported that on (B)(6) 2022, the patient presented with degenerative mitral regurgitation (mr) grade 4+ and a large posterior flail. One mitraclip was successfully implanted, reducing the mr to grade 1+. The mitraclip implantation and results looked great. On (B)(6) 2022, a single leaflet device attachment (slda) was observed with the index procedure mitraclip. The mitraclip had detached from the posterior leaflet, while remaining attached to the anterior leaflet. Although not known during the index procedure, the index mitraclip appeared attached to posterior chordae on (B)(6) 2022. It was thought that the chordae must have been captured, and mitraclip deployed/implanted with the chordae, along with the anterior and posterior leaflets, on (B)(6) 2022. As treatment, another mitraclip procedure was performed that day. Two additional mitraclips were implanted, reducing the mr from grade 4+ to 1+. There was no additional, adverse patient sequela. No additional information was provided regarding this issue.